Event description:
Complainant alleged that while defibrillating a pt (age & gender unknown) the device discharged energy approx six or seven times and then inappropriately shut down. The user switched from battery power to ac power and the device failed to deliver therapy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.